Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed fluid leaking near the cartridge after changing supplies, and troubleshooting confirmed the ilet connector was secured, the cartridge showed no visible damage or puncture, and the luer connector appeared undamaged; the user was advised to replace supplies and acknowledged. Symptoms included no reported clinical effects. Outcomes included no impact on health or hospitalization. Investigation included user interview and visual inspection guidance performed remotely. Investigation of this case revealed no observable device damage and a suspected leak localized to the cartridge connection area, consistent with a device or connection integrity issue, with no reproducible malfunction identified during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of a device failure, with use-related or connection-related factors possible.